Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had under delivery. The customer¿s blood glucose value was 300 mg/dl. Customer¿s current blood glucose is 138 mg/dl. The customer stated that the insulin exited. The customer did not experience any symptoms as a result of high blood glucose. The customer treated with the insulin pen. Troubleshooting was done for high blood glucose and under delivery. The customer alleged insulin pump was under delivering because of high blood glucose value. It was reported that few of very little bubbles in reservoir. The reservoir will not be returned for analysis.